Event description:
A customer in (B)(6) reported a false low result for one healthy patient during a control exam, with two different lots of the vidas® tsh assay. The customer stated the tsh result from lot 1006127340 was <0.05. The result was reported to the endocrinologist, and they did not agree with the result, so the patient was sent to another lab for repeat analysis. The repeat result was within normal values. The customer then obtained another sample from the patient and repeated the tsh assay with lot 1006277930, and the result was <0.05. The customer reported that the patient's t4 and total t4 values were normal. The customer stated that patient treatment was not impacted and there was no delay. There is no indication or report from the hospital or treating physician to biomérieux that the discrepant result led to any adverse event related to the patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
A customer had notified biomérieux about false low vidas® tsh results from one healthy patient during a control exam. In july, the first result was <0.05mui/l with lot vidas tsh 1006127340 / 181117-0. The patient was tested in another lab with another technique . The result was between normal values. The patient was retested with vidas tsh in (B)(6) 2018 and results again were <0.05mui/l with lot 1006277930 / 190129-0. In october, the customer tested the sample again (the result was <0.05mui/l) with lot vidas tsh 1006277930 / 190129-0 and performed a dilution and the result was 0.18mui/l (the result increased after the dilution). An internal biomérieux investigation was performed. Investigation results regarding vidas tsh 1006127340 / 181117-0: batch history records and trend analysis: there is no other complaint on the batch vidas tsh 1006127340 / 181117-0 for the same issue . There is no CAPA, nor non conformity linked with customer 's complaint. The analysis of the batch history records showed no anomaly during the manufacturing, control and packaging processes. Study of internal samples control charts: this analysis was carried out: on five (5) internal sera with different concentrations (target :0,05 mui/l, 0,49 mui/l, 0,50 mui/l, 4,27 mui/l 25,6 mui/l,). On five (5) batches including the batch mentioned by the customer vidas tsh 1006127340 / 181117-0. All the results were within specifications. Vidas tsh lot 1006127340 / 181117-0 is within the trend compared to the other batches. Tests performed: on internal samples. The laboratory tested five (5) internal sera on vidas tsh lot 1006127340 / 181117-0: hyper 9 target 0.05 mui/l range [ </= 0.16 mui/l ] result = <0.05 mui/l. Tsh40 target 0.49 mui/l range [0.32-0.66 mui/l] result =0.48 mui/l. Tsh21 target 0.50 mui/l range [0.33-0.67 mui/l] result =0.49 mui/l. Tsh22 target 4.27 mui/l range [3.58-4.96 mui/l] result =4.46 mui/l. Hypo 18 target 25.60 mui/l range [21.83- 29.37mui/l] result =25.65 mui/l. The results are within the expected values, and there is no evolution since batch release. Tests performed by the customer: the customer tested the patient's samples on two different lots vidas tsh and the results were < 0.05 mui/l. This low result is not due to a particular lot vidas tsh. The customer performed a dilution (on the second lot), and the result increase after the dilution. This behavior could be due to an interference present in the patient's samples. Unfortunately without return sample, it was not possible to identify this potential interference. Conclusion: according to the investigation results, the performance of vidas tsh, lot 1006127340 / 181117-0, was within expected specifications.